Manufacturer narrative:
No information provided and no patient injury reported. Waiting on confirmation of UDI that is included and applicable to this product. Email address was not provided by the initial reporter. Typical root cause for this type of complaint is not fully inserting heat exchanger of the product into the warming hardware unit however, full investigation is pending examination of the product which was returned on (B)(6) 2017 and being processed for review.

Event description:
A hospital employee alleged a leak from a 3m(tm) ranger(tm) blood/fluid warming system high flow w/o admin set leaked at the port during an albumin infusion. It is not known if pressure was being applied to the infusion at the time. No injury was alleged.